Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eighteen (18) years since the subject device was manufactured. Based on the investigation results and the provided information, the nature of the foreign material could not be determined. The area where this material was detected did not show any signs of damage. Despite the information acquired, it remains unclear whether there were any deviations from the instructions for use during the reprocessing. The customer did not provide a cleaning, disinfection, and sterilization checklist, and it was unknown whether there was a deviation from the instructions for use (IFU) in the reprocessing steps for the area where the foreign material was found. Consequently, the cause of the material¿s presence in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual evis lucera gif/cf/pcf type 260 series manual chapter 3 cleaning, disinfection, and sterilization procedures describes how to prevent for the suggested events." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material contamination in the air water channel. There were no reports of patient involvement.